Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the device's lot number. The device is found to be fractured into two pieces. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. The root cause of the reported issue is attributed to the user hitting the instrument with a mallet. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial right knee surgery that the surgeon used a mallet to get the insert to sit properly causing the insert to break. The surgical technique was not utilized. There was no surgical delay. No foreign bodies were retained. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.